Event description:
It was reported that the generator was randomly shutting down and would not restart until the unit remained off for 15 - 20 minutes. This event occurred several times during the procedure; no error code was detected. The procedure was completed without patient injury, using a bovie knife.

Manufacturer narrative:
At the time of this report, the unit had not been returned for evaluation. As additional information becomes available, a follow-up report will be submitted.